Event description:
Per the surgeon's report, this patient fell and hit her head on the implanted side. After this incident, she no longer showed any response to sound. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. The surgeon explanted the device in 2006 and reimplanted the patient with a new device the same day.

Manufacturer narrative:
This type of event is addressed in the device labeling code.